Manufacturer narrative:
Insulin pump was received with completely broken reservoir tube lip, missing reservoir tube o-ring, cracked battery tube threads and minor scratched lcd window.

Event description:
Customer reported via phone call that the rim of the reservoir compartment was broken, a piece of the plastic casing was broken off. Customer's blood glucose was unknown. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.